Manufacturer narrative:
Explant date was corrected to (B)(6) 2019. Upon receipt, the two leads under complaint were subjected to an extensive analysis. The performance of the devices was scrutinized, including a visual, electrical and mechanical inspection. In the course of the analysis of the solia lead, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. Further analysis of the two leads did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for these two leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of both leads did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2019, the physician reported that both lead were dislodged. On (B)(6) 2019, the atrial lead was extracted because the physician decided to perform a downgrade to an single chamber ICD and the ventricular lead was repositioned in septum.